Event description:
It was reported that the insulin pump alarmed no delivery, then motor error. The caller did not know the blood glucose reading. The customer's mother requested to return the infusion set and reservoir for analysis. Unable to troubleshoot for the no delivery alarm due to the motor error alarm. The customer did not remove the reservoir when he rewound the device after the no delivery alarm; advised that this was not recommended. Advised that the materials would be returned for analysis per the caller's request. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-44058.